Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation, a hysteroscopy was performed and then the physician attempted to seat the novasure device. The physician was only able to achieve a width of 2cm and "repeated seating attempts a few times before moving to a second device." Upon using a second device the width was unchanged at 2cm. One last attempt was made and the second device opened to 4.5cm. The physician suspected a perforation and inspected the uterine cavity with a hysteroscope and confirmed a perforation. The procedure was aborted. No additional information was received.